Event description:
Medtronic received information that a ped3 pipeline failed to open. The ped did not open proximally after crossing the curve. We believe the tortuosity and curvature was high, which could have made the device flattened in the curve. After removal of this stent, another one with same dimensions was implanted, with no damage in the patient. It failed to open in the proximal section. The middle of the ped was placed in a bend. More than 50% had been deployed when it failed to open. The pipeline had been resheathed less than or equal to 2 times. No additional steps were taken to open the pipeline. The pipeline was removed from the patient. The devices were prepared as indicated in the instructions for use (IFU). It was not used for an indication that was not approved. The patient was being treated for an unruptured, amorphous aneurysm in the internal carotid artery (ica). The aneurysm max diameter was 3.96mm and the neck diameter was 3.87mm. The distal landing zone was under choroidal artery and proximal was pcoma. Vessel tortuosity was severe. Everything looked correct in the angiographic result post procedure. No symptoms or complications were associated with the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360) as found condition (condition of returned device): a pipeline vantage system was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened pipeline vantage system outer carton and within a sealed biohazard pouch. Visual inspection/damage location details: no bends or kinks were found with the pipeline vantage pushwire. The hypotube and ptfe were found to be intact. The a.r.m. (Advanced re-sheathing mechanism) was found to be intact. No damages were found with the silicone disks. The dps sleeves were found to be intact. The tip coil was found to be damaged. Due to the condition in which the braid was returned the proximal and distal braid ends were unable to be determined. Braid end 1 was found to be collapsed and frayed. Braid end 2 was found to be opened and frayed. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open proximal¿ was unable to be confirmed as the braid ends of the pipeline vantage braid were unable to be determined. It is likely the failure to open is the result of vessel tortuosity. The customer reported vessel tortuosity as severe. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.